Event description:
It was reported that the "nurse accidentally" programmed potassium 40mmol infusion to infuse over four (4) hours instead of the intended one (1) hour. The event occurred 27 august 2024, between 2000 and 2200. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the "nurse accidentally" programmed potassium 40mmol infusion to infuse over four (4) hours instead of the intended one (1) hour. The event occurred 27 august 2024, between 2000 and 2200. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex d code.

Event description:
It was reported that the "nurse accidentally" programmed potassium 40mmol infusion to infuse over four (4) hours instead of the intended one (1) hour. The event occurred 27 august 2024, between 2000 and 2200. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion could not be confirmed. A review of the logs showed an infusion duration of 1 hour as expected with a programmed rate of 500ml/h and a volume to be infused (vtbi) of 500ml. The internal inspection found the bezel with date code 05/17 (may 2017), the bezel was of the plastic material fr-110 that is under a recall (recall: mms-21-4400) that was released in june of 2021. An initial rate accuracy test with alaris system maintenance (asm) of the source pump module determined that the device was within specification with an actual error of 0.4583%. The pcu event log showed that on 27 august 2044 at 8:32 pm, the system was powered on. At 8:34 pm a remote IV of the reported drug amount of 40mmol was received and programmed for drug ID 734 (potassium), with drug amount = 40mmol, diluent volume = 500ml, concentration = 0.08, rate = 500ml/h and vtbi = 500ml. A few seconds later the pump module alarm for ¿occluded patient side¿, restart key was pressed. At 8:35 pm the infusion started, after an hour at 9:35 pm the infusion was completed as expected. Key unit channel off was pressed at 9:44 pm. The alaris¿ system with guardrails¿ suite mx user manual v9.33 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace bezel assembly. Device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the report that the user accidentally programmed potassium 40mmol infusion to infuse over four (4) hours was not confirmed. A review of the logs showed an infusion duration of 1 hour as expected with a programmed rate of 500ml/h and a volume to be infused (vtbi) of 500ml. Note that imdrf annex a040502, a1801, c0601, d01, d15, g02017 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.